Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the helix would not extend after twenty plus rotations. It was also reported there were multiple attempts to position the rv lead. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.